Event description:
The customer indicated that segments were missing from the meter's display. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter display. The customer was asked to return the meter for further evaluation and a replacement was provided.